Manufacturer narrative:
"The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reverse locking mechanism blocked, reverse lock blocked. It was further determined that the device failed pre-test for check the power with the test bench, triggers for forward and reverse mode, function of soft mode switch (safety system), air leak and reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device hand piece had a jammed trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.